Manufacturer narrative:
Product ID neu_recharger_acc, serial# unknown. Product type recharger, product ID neu_ptm_prog, serial# unknown. Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The serial numbers of the programmer and the recharger, and patient's weight were unknown. The rep met with the patient and interrogated stimulator with 8840. Rep was able to clear doc in a box message and old patient programs were still present in the ins. Patient reported good coverage and able to use his programmer and recharger with ease now. The issue was resolved. The provided information was confirmed with the physician and/or patient. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, serial#: unknown, product type: recharger. Product ID: neu_ptm_prog, serial#: unknown, product type: programmer, patient. Other relevant device(s) are: product ID: neu_recharger_acc, serial/lot #: unknown. Product ID: neu_ptm_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient started having serious back pain the wednesday prior to the report. The patient noticed they were not able to turn on stimulation and was getting an ins in the box message. The patient met with a rep and they punched a code into it using a tablet. The patient was still able to recharge with 8 coupling bars. No further complications were reported. See pe (B)(4) - recharge issue and (B)(4) - infection.